Event description:
It was reported the pt (spain) experienced a decrease in stimulation. It was noted that the lead had migrated. The pt's lead was explanted and replaced which resolve the reported issue. Please note: additional device info has been requested; however, no further info was available at the time of this report.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. See scanned page.